Event description:
The customer stated that her blood glucose readings had been higher than usual. She was not feeling well, so she tested her glucose and received a reading of 74 mg/dl. She then retested with another meter (brand unknown) and received a reading of 31 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.